Manufacturer narrative:
The reported complaint of "system error, out of service, revert to manual CPR" error message was confirmed during functional testing and archive review. The root cause was due to a defective processor board likely due to normal wear and tear. The autopulse platform is a reusable device and was manufactured in october 2008 and is more than 11 years old, well beyond the expected service life of 5 years. During functional testing, the platform failed due to a "system error, out of service, revert to manual CPR" was observed upon powering on the device. Unable to recover complete data from the archive due to the system error, however, the last platform power-up, on (B)(6) 2020, recorded a latch error 136 - internal parameter corrupted, thus confirming the customer complaint. There was no physical damage observed on the returned autopulse platform during visual inspection. However, unrelated to the reported complaint found the encoder drive shaft does not rotate smoothly, exhibits binding and resistance likely due to normal wear and tear. The platform needs the sticky clutch plate to be deburred to address the issue. The platform was further tested with large resuscitation testing fixture, (lrtf) equivalent to (B)(6) pound patient with good known test batteries and passed all functional testing criteria and met all required specifications. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4). .

Event description:
During the training, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR". The user was unable to clear the error message. No patient involvement.